Event description:
It was reported that the patient's right ventricular (rv) lead had high bipolar impedance along with myopotential oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was also reported that the lead had low impedance.